Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that first degree atrioventricular block, second degree atrioventricular block, and mobitz I had occurred.

Manufacturer narrative:
The serial number of the valve and the complete lot number of the dcs were not provided. Continuation of d10: section d information references the main component of the system. Another relevant device is: d-evolutfx-2329. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter aortic bioprosthetic valve, left bundle branch block (lbbb) was observed. Following the procedure, the patient was transferred to the post-anesthesia care unit and electrophysiology was consulted. The patient was noted to be in sinus bradycardia and alternating between lbbb with a junctional rhythm and second degree atrio -ventricular wenckebach block (mobitz type I). Subsequently, a permanent pacemaker was implanted three days later and the conduction disturbance resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter aortic bioprosthetic valve, left bundle branch block (lbbb) was observed. Following the procedure, the patient was transferred to the post-anesthesia care unit and electrophysiology was consulted. The patient was noted to be in sinus bradycardia and alternating between lbbb with a junctional rhythm and second degree atrio -ventricular wenckebach block (mobitz type I). Subsequently, a permanent pacemaker was implanted three days later and the conduction disturbance resolved. Additional information was received to report the patient was discharged four days following the valve implant procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: d-evolutfx-2329; lot number: 0012275351; use by date: 2026-may-17; UDI number: (B)(4). Continuation of d10: product ID: {l-evolutfx 2329}; product lot/serial number: {(B)(6)}; product type: {compression loading system}; implant date: {na}; explant date: {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the new left bundle branch block (lbbb) occurred post valve deployment. Diagnostic testing included serial electrocardiograms (ECG). The physician indicated the event was probably related to the delivery catheter system (dcs), valve, and procedure.

Manufacturer narrative:
Updated/corrected data: h6 (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.